Event description:
It was reported that during a nephrectomy, the device tore. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.